Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter in an exactamix total parenteral nutrition bag. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Further inspection of the sample revealed a clear fiber in the bag. The long tangled clear fiber was consistent with a cellulosic fiber like paper or cotton. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was noted in the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.